Manufacturer narrative:
Returned for evaluation was a 2mm auryon catheter. The sample was forwarded to eximo, the laser catheter manufacturer, for evaluation and root cause determination. The catheter was examined and two holes as per description were verified. It is unclear what was the cause for this - could be mechanical damage from handling which resulted in damage to the outer jacket or fiber broken due to external force which resulted in this damage. The rfid tag of the 2.0mm catheter was read and the catheter working time was 93sec at 50mj/mm2 and 103sec at 60mj/mm2; total time of 3:16 minutes. No manufacturing non-conformances were observed during sample evaluation. The customer's reported complaint description of catheter outer jacket had two holes was confirmed, however, root cause of the holes could not be definitively determined. A possible root cause could be handling damage of some sort , but when that could have occurred is unknown. A review of the distribution records was performed for the reported catheter lot number 47135 for any deviations related to the reported failure mode of the complaint. The review confirms that the catheter met all packaging performance specifications; i.e. No ncr written. The complaint event was forwarded to laser catheter manufacturer (eximo). Eximo performed a DHR review of the reported catheter lot number 47135. The review confirmed that the catheter met all material, assembly and performance specifications, e.g. No manufacturing non-conformance reports were issued. Labeling review: instructions for use is provided with the catheter device and contain the following statements: warnings: - pay careful attention while using the catheter, avoid excessive force and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. - always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: a) do not to exceed 10 seconds of lasing at the same location. If you experience any difficulty to advance the auryon catheter, immediately start self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, you should stop self-count-down and resume it if additional non-advancements are experienced. B) if the auryon catheter cannot be advanced by the 10th second of laser activation, you should release the foot switch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming 10 seconds count down . C) if the auryon catheter is still not advancing with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch . D) ask the laser operator to raise the fluence to the 60mj/mm2. E) activate the laser and try again to advance the auryon catheter through the lesion . F) if the auryon catheter cannot be advanced, resume the self-count-down to 10 seconds . G) if the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter and use a new catheter. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference pr(B)(4).

Event description:
A physician reported an issue with a 2mm eximo atherectomy catheter. A 6f short sheath was used during treatment. During a procedure, with the catheter placed, two holes were noted in the catheter allowing light to be emitted. Per the scrub tech (B)(4) the laser light was not seen inside the patients body, it was seen outside. The holes were on the mid portion of the catheter,which was outside the patients body; they were not near the blade.they did 1 pass on 50mj, then noticed the holes on the 2nd pass (smokey smell). It was reported the patient's lesion was long and located in the sfa & at. No tortuousity was noted. The procedure was completed with this catheter. The customer believes that the catheter was shipped damaged. The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress.